Event description:
Advanced bionics u.s. Pat. 366 hires 9011.) Cannon technologies inc. Model no. Cbc 5010 style (B) (4) fcc rules part is label (B) (4) no external ears on. (City put them in) (no permission) electro magnetic hits radon and particulate radiation in my body and brain. Seek doctor after doctor, they won't shut it off. Loss of hair/loss of wages/loss of job and on state asst. Getting help on getting help to live. Microwave in apartment with radon ultrasonic wave in and out of body and brain. Magnetic holes inside my body on bowel movement from electronic signal product. Cochlear implants consist of 2 main components. Don't know city of (B) (6) (police). Used device on public and mayer 2000-2001, 1999). Mayer was fired a.l.d. I had no ears on event. Dose or amount: #1) 3 years radiation. Frequency: all, town. (B) (6)